Event description:
It was reported that during an unknown procedure, the problem occurred at the end of the procedure during the jejunojejunal anastomosis with the white reload. The surgeon performed the first stroke then the stapler blocked in the middle of the firing sequence and the stapler was impossible to reopen. The surgeon had to break the stapler to reopen it. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Event is a duplicate submission of 3005075853-2011-04878, voided this report.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.